Manufacturer narrative:
Manufacturer's investigation conclusion: the report of superficial driveline damage cannot be confirmed as the product remains in use and no photographs were submitted for review. The submitted log file appeared to show the pump operating as intended with no atypical alarms or events. The patient remains ongoing on heartmate ii lvas with no further issues. The hmii lvas IFU and patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2007. Patient reported a lot of wear on the outer silicone of his driveline (original pump) and there was ¿a lot¿ of electrical tape on the line. No further or additional information was provided.